Event description:
The customer called to report no delivery alarms. Troubleshooting was performed and the insulin pump again alarmed no delivery. The customer also stated that the insulin pump was exposed to an MRI scan and several x-ray procedures. The displacement was performed and the insulin pump did not pass the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.